Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Voluntary medwatch# (B)(4). It was reported that during a intracranial angioplasty treatment procedure, removal difficulties and a tip detachment occurred. The patient presented in a critical state. Vascular access was obtained via the femoral artery. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified intracranial artery. The target lesion was successfully crossed with a 6f non bsc guide catheter, an unspecified guide wire and a 12 mm x 1.50 mm apex flex mr balloon catheter. The apex flex mr balloon catheter was slowly inflated two times to nominal pressure and fully deflated. During an attempt to withdraw the apex flex mr balloon catheter, the device would not pull back. The physician had to apply force to the apex flex mr balloon catheter but the device was stuck and difficult to remove. Upon removal of the catheter, the tip of the catheter broke off and became lodged in the vessel. The physician attempted to snare the tip, however, this was unsuccessful. Patient was sent to surgery for removal of the detached portion of the apex flex mr balloon catheter. The patient suffered a stroke, but the physician was unsure as to when the stroke occurred. No further patient complications were reported and the patient's status is listed as stable. The physician believes due to the extreme tortuosity, spasms may have caused the issue.